Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred in the morning. Reportedly, the safety feature was set to ¿on¿ for 12 hours and the user did not want the setting on. The user¿s blood glucose (bg) level was 245 mg/dl. The bg level was addressed with a bolus via the pump. Tandem technical support educated the user on the auto-off safety feature and the user changed the safety feature to ¿off¿. Additionally, it was reported that the user noticed the insulin duration was set at 3 hours. The user's previous pump and healthcare provider's recommendation was for 5 hours. The user successfully changed the setting and at the time for the report, the user's bg level was 140 mg/dl.